Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The pump was left plugged in and charging for 30 minutes and was able to be successfully charged after being powered back on. Additionally, the customer forgot to bolus for a meal which resulted in blood glucose level (bg) of approximately 500 (mg/dl). Customer delivered a bolus with the pump to address bg level. Customer declined any additional troubleshooting.